Manufacturer narrative:
Device responded to button presses. No unresponsive button noted during testing. During visual inspection, found the keypad connector on electrical board was properly locked. No damage to the keypad assembly noted. Found electrical board moisture damage. Device passed displacement test and self test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the buttons of insulin pump were unresponsive. Customer stated that insulin pump would suddenly become unresponsive, not frozen but would take a while to accept buttons entry. Customer stated insulin pump was dropped into bathroom. Customer stated no physical damage to the reservoir lip ring. No harm requiring medical intervention was reported. The device will be returned for analysis.